Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review results: (evaluation result): per medical review - reportedly, icl (13.2 mm;-8 d) was explanted/exchanged for another shorter length icl (12.6 mm; unknown diopter) to address patient dissatisfaction with va ("couldn`t get 20/20"). No reported problem with the lens position prior to the explantation. No reported postoperative sequelae. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review, medical review results: based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The product was not returned to staar for an evaluation. No root cause determined. Per medical review: reviewed customer complaint questionnaire for surgery (ccqs) received on (B)(4) 2016: reportedly, micl (13.2mm; -8d) was explanted/exchanged for a same diopter but shorter lens length (12.6 mm; -8d) to address lens overvault and subsequent narrowing of the angle and patient subjective disturbances (glare).the iop was not elevated. Post-op ucva was 20/20+2. According to ccqs, the exact cause of the event was unknown but was not product related. The same form also stated that ever since this happened they refined vault nomogram to avoid this type of event. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted due to narrowing of the angle. The patient experienced glare.

Manufacturer narrative:
(B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient was not happy with her vision. The lens was exchanged for a shorter lens. The reporter indicated the lens was discarded.